Event description:
The customer reported that the insulin pump has no delivery and motor error alarms. The blood glucose reading was 497mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. During the call the customer mentioned being in the emergency room due to high blood glucose of 377mg/dl. The customer was treated and released the same day. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.